Event description:
The customer reported that the insulin pump had physical damaged on the screen. Customer stated that the screen was scratched up. Customer stated unable to read the screen. Customer stated had so many low blood glucose and stated did not take insulin but ate food and blood glucose went up to 203 mg/dl. Customer's blood glucose now was 62 md/dl. Customer stated the insulin pump had damaged gradually over a period of months. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provided. No further info provided.

Manufacturer narrative:
The insulin pump passed displacement, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has minor scratched display window cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).